Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing was normal and visual inspection found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be implanted in the patient's right atrium. The physician elected to replace the ra during the procedure. The patient was in stable condition throughout.